Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062912. It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. A buried bumper is a known complication of a peg tube placement. Health effect clinical code of e2402 was chosen to capture the event of buried bumper. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
In (B)(6) 2024 a patient in italy underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube. In (B)(6) 2025 the patient experienced an incarcerated bumper (buried bumper syndrome). The patient underwent a complete tubing removal to facilitate healing and awaiting further evaluation. No further information is available as additional information was denied.